Event description:
Information was received from a patient regarding external device. It was reported that 'for some reason, it's not connecting, and it always connects.' The patient stated that they just had it plugged in, and it was on 88%, and it is not working. The patient confirmed that the event date as today. The patient later clarified 'not found' was the message they have been seeing. The patient mentioned briefly seeing 'no pump found' but laid the communicator over the handset instead of over their pump. The agent assisted the patient in connecting to their pump, and the patient was able to successfully deliver a bolus. The troubleshooting steps that were taken on the call resolved the issue. The patient mentioned that they get their pump refilled every six months. Additional information was received from a consumer stated that 'it always sticks at 91% and it doesn't matter if I jump around or sit straight, I know it (doesn't make a difference), but I play the game with myself.' When the agent attempted to inquire if that has been going on since receiving equipment/further event date information, the patient stated 'no,' and did not provide further information. The patient then mentioned they were playing around in the settings to see if there was something that could help them with this issue and mentioned seeing something that said, 'something about turning it off if I'm not using it ,' but unable to find what they were talking about in settings. The patient mentioned that they 'clear the screen' once a day and charge equipment at night.

Manufacturer narrative:
Continuation of d10: product ID a820 product type software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.